Manufacturer narrative:
An eval of the device cannot be performed as the device was not discarded. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the doctor removed the worn out tibial insert and replaced it with a new tibial insert."